Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported the patient underwent a revision surgery for unspecified reasons. The plate and pin were originally implanted after the patient fractured the femoral neck after a fall.